Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to implanted spinal cord stimulator manufacturing by medtronic. The information received stated that a patient implanted with a medtronic system underwent a replacement surgery on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).